Event description:
Related manufacturer reference number: 1627487-2020-22697.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22697. It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the old infection was medicated and the terminal end of he leads were cleaned. Additionally, the old extensions were explanted and replaced with new extensions and connected to the leads to protect the leads. The other terminal ends of the extension were cut. Subsequently, the leads were repositioned contralateral to the infected site. The ipg remains off and not connected to the extensions.